Manufacturer narrative:
Additional information: b5, d4 gtin and d9.

Event description:
The user facility reported that the housing fractured at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences. Although requested, no information was available regarding surgical delay or medical intervention.

Event description:
The user facility reported that the housing fractured at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequence. Attempts are being made for the additional information.